Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak during dwell 2 of 4 of their pd treatment. The patient reported receiving an air detected in cassette alarm during dwell 2 of 4 of treatment and the treatment was cancelled. Fluid was seen underneath the cycler cart. Fluid was not discovered in the pump module area or on the external of the cassette. The cause of the leak is unknown. The patient contact does not see any rips or tears in the heater bag (hb). Upon follow up, the patient contact confirmed the reported event. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using new supplies with the cycler. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak during dwell 2 of 4 of their pd treatment. The patient reported receiving an air detected in cassette alarm during dwell 2 of 4 of treatment and the treatment was cancelled. Fluid was seen underneath the cycler cart. Fluid was not discovered in the pump module area or on the external of the cassette. The cause of the leak is unknown. The patient contact does not see any rips or tears in the heater bag (hb). Upon follow up, the patient contact confirmed the reported event. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using new supplies with the cycler. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event.